Event description:
(B)(4).

Manufacturer narrative:
No ks product was returned because the hospital determined that it was a malfunction of the covidien force triad esu which caused excessive energy when instruments were activated resulting in the perforation. The unit was sent to covidien in (B)(4) 2013 for service for bad bipolar output. Covidien could not confirm that issue and performed calibration and preventative maintenance and returned unit to the hosp; no repairs were done. After the perforation occurred, unit was sent back again for eval. Covidien eval report provided to the hospital ((B)(4) 2013): hospital's stated reason for return: while doing a bipolar resection of the prostrate, the unit was not working properly. At low wattage, there was no power and when they put higher wattage it was too strong and the energy perforated the bladder. Covidien eval and repair text: received unit with no ecode and sw 3.5. Last calibration performed (B)(4) 2013. During inspection we found a non-functional mechanism in the ligasure 2 port. Realignment of the mechanism fixed. Cannot read any deviation of the direct rf energy even the leakage current from 6 ports. All performance and verification done as recommended by mfg. New software installed (3.6) complete inspection done. Esu passed pvt.